Event description:
Customer emailed saalt on 11/17/2019 to inform saalt that she had gone to the ER to have her cup removed. Saalt interacted with the customer on saalt's support page on (B)(6) prior to the customer seeking medical attention ( (B)(6) 2019). Saalt offered to have a phone call and to email with the customer more before the customer decided to go to the ER. On 11/18/2019, saalt responded and sent an offer to refund or replace the cup since the customer's doctor threw her original cup away. Saalt provided a replacement and shared information about removal techniques.